Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that the device stopped working all together and was not successful after meeting with manufacturing representatives. They stated that their pain increases when the product is not working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins experienced issues with charging and communication. The healthcare provider reported that the implantable neurostimulator battery would not take a charge, and the programmer was unable to communicate with the device. The resolution involved educating the customer and providing information. Patient letter returned. Patient reiterating timeline of "stimulator quit" in july of 2024, patient has met with manufacturer representative[s] (rep[s]) several times since. Patient reports they were supposed to receive a new programmer in december 2024, but have not received one yet. Patient reports they are not qualified to answer in regard to the cause of their communication/charging issues. The patient reports this issue is not resolved despite meeting several times with reps over the past 3 years.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Agent called patient per MDR's request in response to patient saying they never received a controller. Patient repeated information from their email and previous cases and said their stimulator stopped working july 9th and they'd met with 4 reps several times and they tried working on things and then a rep (name asked unknown) was supposed to send patient a replacement controller, but patient never received one. Agent asked reason for controller replacement and if rep thought the issue was with the controller or if stim wasn't helping and patient said the controller wasn't working with the stimulator and wouldn't let "it" charge and wouldn't turn "it" on and the implant is dead and isn't working. Agent offered to try and assist with the equipment on the call and patient said they didn't know what agent would be able to do at this point as the reps already looked at it and worked on it and did everything they could and wasn't working. Patient said mdt treated the patient really poorly and they were done with mdt and done working with mdt and at this point has already contacted a lawyer to see what they can do. Agent documented information given during the call. In the patient letter returned, pt noted they met with multiple reps but the issue has not been resolved.